Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified infection. The patient was treated with unspecified medication for the event. At the time of this report, the patient was recovering from the event. The specific site of infection, cause, hospitalization and action taken with pd therapy were not reported. No additional information is available.